Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device reached eri prematurely. Patient will be scheduled for device replacement. No patient symptoms were reported.